Event description:
It was reported to technical services on 01/10/2013 that this device failed. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).